Event description:
It was reported by the rep that the (1) al326 was used during an unknown procedure. It was reported that the clip applier misfired. The case was completed with another device and with no pt consequence.